Event description:
Customer reported experiencing a cart error that prevented the delivery of insulin. There was no adverse impact to the customer's blood glucose level. Customer declined any follow-up with technical support, and no additional information about the outcome was provided.